Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to high pacing impedance on the right ventricular (rv) lead while the patient was programmed tip-to-ring. Reprogramming was performed to tip to coil. More than 1 year later, another alert was triggered for high/ undefined pacing impedance. The patient was noted to have had an rv catheterization on the same date. The lead remains in use. No patient complications have been reported as a result of this event.